Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl). The pod was reportedly leaking during wear. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, a new pod was applied and a correction was delivered. The pod was discarded.